Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-02039. 1. Section h. Box 4. Device manufacture date h3 other text : placeholder

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right gonadal vein using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, while advancing the ruby coil and non-penumbra microcatheter through a modified non-penumbra catheter in the target vessel, the ruby coil started taking shape inside the catheter; therefore, the physician decided to push and pull the ruby coil. While pushing and pulling the ruby coil, the physician experienced resistance, and the ruby coil unintentionally detached; therefore, the catheter containing the microcatheter and detached ruby coil were removed. It was reported that the removal of the entire system compromised further treatment due to a loss of access to the target vessel. The physician then opened a lantern. While removing the shaping mandrel from the distal tip of the lantern, the inner portion of the lantern was noticed to be hanging from the distal tip. The damage to the lantern was found prior to use, and therefore, it was not used in the procedure. The physician opened a second lantern, resumed the procedure, and was able to regain access to the target vessel. The procedure was completed using the second lantern, four ruby coils, and the same catheter. There was no report of an adverse effect to the patient.